Event description:
Customer called to report a possible pt reaction on the first use of the dialyzer. This occurred in a hiv positive pt who clotted the first dialyzer and in the healthcare proffessional's hurry to restart the pt it is believed that the prime was infused. No further info available as customer decided not to pursue complaint.